Manufacturer narrative:
Samples have not been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that a knife was blunt. A new knife had to be used to finish the surgery. There was no delay and no pt harm.